Event description:
It was reported that the customer had high blood glucose and the paramedics were called to assist the customer. The blood glucose reading was 498 mg/dl. Troubleshooting was performed. Reviewed the daily totals, basal rates, and the bolus history. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.